Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
It was reported the customer had a button error alarm on their insulin pump. The act and escape button did not work to clear the alarm. Customer did not press any buttons for three minutes or longer. Customer was advised to disconnect from the insulin pump. The customer's blood glucose was unknown. No additional information provided.